Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced with a new ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: implantable pacing lead: (B)(6) 2005. 4518 implantable pacing lead implantable pacing lead.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.